Event description:
A pharmacist reported that during a cataract-vitrectomy procedure the cassette was primed successfully. However, there was n pressure during the surgery. No error code was displayed by the system. Pt impact is unk at this time. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).